Manufacturer narrative:
(B)(4). The product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 3/31/2011, which is approximately 36 months from the date of manufacture (4/2008), as specified in the product specification. This confirms that the product was labeled correctly, and based on the reported information the product was used 4 days past the labeled expiration date. It should be noted that the vision instructions for use states: note the product use by date specified on the package. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the patient entered the emergency room in the hospital with an arrhythmia which led to cardiac arrest. The symptoms were reversed in the emergency room and the patient was intubated and connected to a mechanical ventilator prior to undergoing angioplasty. The patient was then implanted with 3 bare metal stents in the left anterior descending artery, which included the 2.25 x 23 mm multi-link vision, and a 2.75 x 18 mm multi-link vision in the circumflex artery. Post-procedure it was discovered that the 2.25 x 23 mm multi-link vision was used after the expiration date. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow up report will be submitted with all additional relevant information.